Event description:
A caller reported an occlusion alarm, and there have been multiple recent occlusion issues. There was no adverse impact to the customer¿s blood glucose level. Technical support provided advice on the next steps, including reviewing the pump history and potentially following up with clinical support for further assistance upon the customer's availability. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.